Event description:
It was reported that the battery of the t:slim x2 pump would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 consecutive minutes, after which the pump began charging, resolving the issue without further assistance.